Event description:
It was reported that the patient was not feeling well. The patient experienced dizziness and then had a syncopal event. Emergency medical services was notified. When the patient arrived in the emergency room she was asystolic and resuscitation efforts were unsuccessful. A device check was done after the patient had expired at the request of the cardiologist and the implantable pulse generator (ipg) was at elective replacement indicator (eri); battery voltage was 2.61v. A pacing problem was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)